Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins) implant location alleged. The patient was having a hard time using the patient programmer and antenna because of the location of the implant in their back. They could barely reach it. Surgery was performed the week prior and the ins was moved from the back to the abdomen. The patient did not know if the same ins was used or if a new one was placed. The component involved in the event was the ins. There was pain around the device in their back and it was difficult to charge because it was mobile underneath the skin. The ins was repositioned to the abdomen. The event cause was not determined and not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).